Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt reported having a single level prodisc-l procedure approx one (1) year ago. It was reported pt is having problems with his facet joints. No add'l info is available. There is three of three reports for this complaint.